Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion the swg was found kinked. As a result, a new kit was opened and placed successfully. The event occurred in the operating room. There was no delay in treatment. No complications or death occurred to the pt.